Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has occured in pt anatomy and caused or contributed to pt injury previously. Device issue: stent dislodgment. It was reported that the stent dislodged during prep. No pt injury was reported. No additional event or pt info is available.

Manufacturer narrative:
Results - product performance engineering was unable to determine a root cause for the reported stent dislodgement. Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible on the coil clip. There was contrast visible on the hub. The stent implant was returned separated from the sds. There was a bend in the middle portion of the stent implant. There was no other damage noted to the stent implant. The balloon was loosely folded. There were crimp marks on the balloon and between the markers. There was no protective sheath returned. There was no other damage noted to the sds. A laser micrometer was used to measure the outer diameters of the stent implant. The outer diameter measurements of the stent implant met manufacturing criteria. Product performance engineering reviewed the incident info and results of the returned device analysis. It was reported that the stent implant of a 4.0 x 28 mm rx vision stent delivery system (sds) dislodged during prep. Reportedly, there was no pt involvement. During analysis, the stent was confirmed to be dislodged from the balloon. Factors that can affect stent dislodgement outside the body include, but are not limited to, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, incorrect sheath sizing, or improper or inadequate crimping at the time of manufacturing. Analysis of the returned device indicates presence of crimp marks on the balloon that were between the markers of the loosely folded balloon, suggesting that the stent implant was at least crimped onto the balloon at the time of manufacturing. The loosely folded balloon suggests that positive pressure may have applied to the system during the reported preparation. This may have contributed to the stent dislodgement. The protective sheath was not returned, which may have aided in the investigation. The stent outer diameters met manufacturing criteria, but a bend was noted in the middle of the stent. This may have resulted from handling of the stent after the reported dislodgement. Ultimately, the root cause of the stent dislodgement is unk, but there is no indication of a quality issue. A review of the lot history record did not reveal any nonconforming material reports. Additionally, a query of the complaint-handling database indicated that there has been no similar complaint for the lot in question. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% inspected online for stent damage, stent placement/security, and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is subjected to a stent movement test to verify stent security. This MDR is considered closed by the product performance group.